Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that there is a problem with the system. The console was rebooted which resolved the issue. A system notice was received multiple times indicating that there was a problem with the refrigerant port. Rebooting the console did not resolve those system notices. The balloon catheter's balloon broke resulting in visible blood being observed in the coaxial connection of the console and a breach was suspected. The port was cleaned and the case continued. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the afapro28 with lot number 15589 was returned and analyzed. External visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 'safety system detected fluid in the catheter and stopped the injection.' During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). During inspection of the handle segment, blood was observed inside handle. Supporting evidence is shown in the pli attachment. In conclusion, the reported visual blood was confirmed through analysis and the balloon catheter failed the returned product inspection due to a pin size hole on the surface of the inner balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.